Manufacturer narrative:
The device in question was returned to the manufacturer on february 13,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "hardware motor does not rotate but only clicks". There is no information that the event caused a harm or serious injury to patient, user or third.

Manufacturer narrative:
Correction is provided in section b1, b2, h1, and h6. The information provided changes the reportability from malfunction to adverse event. An importer report will be submitted for this event. Additional information is provided in section b5. The event is filed under internal karl storz complaint ID: (B)(4). We apologize for the late reporting, due to oversight. We have addressed the issue with further training and process improvement measures.

Event description:
Further information was received on 25-mar-2025 and on 07-apr-2025. It was stated that the issue was detected prior medical procedure, the procedure was completed successfully and there were no adverse consequences for the patient. However, according to the information the procedure was prolonged between 15 and 60 minutes.

Manufacturer narrative:
During the investigation of the device the issue reported by the customer could be confirmed. The following was found upon inspection: - e20/19 (motor defective) - plug damaged - signs of wear based on the damages found it is concluded that the probable root cause is that the motor has failed due to wear and tear and insufficient maintenance and care. The event is filed under internal karl storz complaint ID: (B)(4).